Event description:
It was reported that the pump experienced a malfunction, indicated by malf 16. There was no reported impact to the customer¿s blood glucose level regarding the issue. Tandem technical support assisted the caller with resetting the pump, yet the malfunction persisted, leading cts to replace the pump. The customer was advised to use mdi as a backup therapy to ensure continuous insulin delivery and was instructed on how to put the pump into storage mode before returning it.